Event description:
It was reported that the device was explanted after an implant duration of approximately 88.5 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In 2009, attempts were made by email to contact the surgeon. No response was received from the surgeon for return of product and additional information regarding this event. This was determined a reportable event per edwards lifesciences procedures.